Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. Customer stated that having high blood glucose of 250 mg/dl. Customer¿s other current blood glucose was 70 mg/dl. The customer stated that auto mode settings was off and smart guard settings off. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.